Event description:
It was reported that the external pulse generator had "physical damage." The generator was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case, lower case and battery drawer were broken. It was also noted that the battery release was contaminated, the two side bail covers were broken, the ring cover was broken, the heart block was contaminated, the lead flex cover was contaminated, one case screw was missing, the heart wire contacts were contaminated, the battery contacts were compressed, and the device failed battery removal amplitude testing due to the main printed circuit board (pcb) was out of electrical specification. (B)(4).